Manufacturer narrative:
Concomitant product: product ID 3387s-40, lot # va0z59j, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the implant surgeries were uncomfortable, particularly during the lead placement after being injected with a pain killer. They saw animals/goats/images/life flashing before him and had strange dreams. They were happy with the therapy results. Additional information received from the health care professional (hcp) reported they patient was doing well.